Manufacturer narrative:
The unit was received with a blank display. However, after electronic boards were separated and reconnected, the unit powered on properly. The problem was isolated to the electronic stack. Unable to perform functional test due to the blank display anomaly. Unable to verify unexpected restart error alarm, excessive no delivery alarm or backlight due to blank display. The following physical damage was noted: minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error and no delivery alarm. The device also had a blank display anomaly. The patient's blood glucose at the time of the blank display was 165 mg/dl. The customer had received a new battery cap to remedy the issue, but the blank display anomaly continued. The customer was eventually able to get the display back on. However, the insulin pump was returned for analysis.